Event description:
It was reported by the patient that the patient is "feeling skipped beats." The patient was encouraged to discuss this with the physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.